Event description:
During bronchoscopy while using cytology needle, it was noted that 21 gauge needle was missing from device. Direct visualization as well as fluoroscopy and chest x-ray did not reveal needle.